Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.69 on a (B)(6) year old male patient presented with chest pains. There was no additional patient information available at the time of this report. Date: (B)(6) 2014, time: 11:03 am, result: 0.69, sample: a; (B)(6) 2014, 11:15 am, 0.00, a; (B)(6) 2014, 13:15 pm, 0.01, a. There were no injuries reported with this event.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on (B)(4) 2014. Retain and returned cartridges were tested and are functioning according to specification.